Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited intermittently flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the h6 coding submitted in the initial report. Updated fields: h2, h11. Corrected fields: h6 (a23 use of device, a07 electrical /electronic property problem, a13 communication or transmission problem, g04093 nozzle, g04037 cover, g04134 tube, g04079 knob, g0405201 adhesive, g02013 ic (integrated circuit) chip, g04075 insulation, g05006 lenses, g02034 switch/relay, b11 historical data analysis, b12 trend analysis, c17 maintenance problem identified, c0601 degradation problem identified, c02 electrical problem identified, d1101 failure to follow instructions) removed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.